Event description:
Per the clinic, it was reported that the patient underwent revision surgery under general anaesthesia on (B)(6) 2023, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the implant magnet was removed and a new implant was placed on the internal fixture.